Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a (B)(6) subject coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2006, the subject began continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced a break in sterile technique. On (B)(6) 2009, the subject experienced bacterial peritonitis. That same day, empiric treatment with intra-peritoneal (ip) ceftriaxone and oral ciprofloxacin (doses and frequencies not reported) was started. On (B)(6) 2010, treatment with ceftriaxone and ciprofloxacin ended. On an unreported date the patient recovered from the peritonitis event. It was not reported if action was taken to pd therapy as a result of the peritonitis event. An opinion of causality was not reported for the event of peritonitis, but it was reported the primary contributing factor to the event was break in sterile technique.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because the nurse reported cause of peritonitis was due to a break in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.